Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Remove lot number, part and lot number provided was for the screwdriver shaft not for the screw, medwatch report shows lot#7360928 which is not the correct lot# for the cortex screw, as the screwdriver shaft is just a concomitant device. Retract the device history record request. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown orthopedic surgery for distal radius using with the locking compression plate-distal radius system (lcp-drs) where the cortex screw head was broken while tightening/discrewing the screw. The screw remained in the patient's body. The procedure was successfully completed with a surgical delay of thirty-five (35) minutes. Patient status is unknown. Concomitant device reported: plate (part# unknown, lot# unknown, quantity 1), stardrive screwdriver shaft (part# 314.467, lot# 7360928, quantity 1), screwdriver handle (part# 311.420, lot# l624084, quantity 1). This report is for one (1) 2.7mm ti cortex screw. This is report 1 of 1 for complaint (B)(4).